Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and water tightness was lost due to a scratch on switch #1. Also, evaluation found water tightness was lost due to a pinhole on the instrument tube, the play of the up/down knob was out of standard value due to wear of angle wire, the right/left knob did not move smoothly due to deformation, the bending section cover adhesive was chipped, the objective lens was discolored, the scope cover plate was detached, the control unit was discolored, the electrical connector had corrosion due to water leakage, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the switch #1 of the evis lucera gastrointestinal videoscope was leaking due to a pinhole. The scope was inspected prior to use. The customer did not have any additional information about the foreign material on the scope. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the air/water nozzle was wiped/brushed and the nozzle was flushed with detergent solution. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.